Event description:
It was reported that there was a loss of therapeutic effect. It was stated that the loss of effect started "about one or so weeks" prior to the report. It was noted that there were no falls, however, the patient reportedly had seizures "frequently" which were "very violently physical." The patient reportedly had "several" since implant and was hospitalized in (B)(6) 2013. It was stated that the patient felt stimulation "initially" when making programming changes, but "then sometimes 5-30 minutes later she didn't feel or notice anymore." Patient reportedly now felt stimulation in the "rectum/tailbone area," but when then felt stimulation in the vagina when switching to program 1. When the patient increased the voltage and sat down, the patient reportedly felt stimulation in the "rectum area." It was stated that the patient switched to program 2, the patient felt stimulation in the right buttock at 1.7 volts and stimulation in the vagina at 4.1 volts. Patient reportedly switched to program 4 to monitor response. A supplemental report will be sent if any additional information is received.

Manufacturer narrative:
Concomitant medical products: product ID 3093-28, lot# va03l5m, implanted: (B)(6) 2012. Product type: lead: product ID 3037, serial# (B)(4). Product type: programmer, patient. (B)(4).

Event description:
Additional information was received which reported that the patient was still having concerns regarding therapy but had not sought further help.